Event description:
Dr. (B)(6) called to notify ad-tech of an incident at his hospital. He had implanted several "ts" style strips approximately 4 weeks ago. He stated he had removed them, bedside, without incident shortly after. It was just discovered as the patient had returned for an additional wada test and scans that 2 electrodes had been left behind. Unfortunately, since this procedure took place 4 weeks ago, the strips were not kept. In addition, several sizes of out "ts" strips were used and dr. (B)(6) is unable to confirm what size the electrodes are from dr. (B)(6) stated he has been removing these strips bedside 20 years now, without any incident. His hospital has looked into the root cause and can confirm he had been using out platinum strips.

Manufacturer narrative:
The reported incident indicates the electrode were removed at the bedside. This removal likely was through the burr hole. The electrode may not have been removed surgically, as indicated in the electrode directions for use.